Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead exhibited high pacing thresholds. As per medical record this lead was still an active implant, however, it was also noted that the lead was already returned and received in the laboratory. No additional adverse patient effects were reported.